Event description:
Covidien duet trs 45-3.5 stapling reload opened once prior to insertion into the abdomen, however, when device was placed intra-abdominally, the surgeon was unable to open the device. Device (load) replaced.